Event description:
Litigation alleges that the artificial hip/stem failed on (B)(6) 2010 causing the patient to fall, resulting in pain and injuries to the patient's head, neck, back, arms, body, limbs, organs and systems.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported devices was not possible as they were not returned. Review of device history records and/or a search of the complaints databases was not possible as the necessary product/lot code combinations were not provided. No additional event information or investigational inputs were provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.